Event description:
Rptr had little or no problem with the surgery until the past year. Now on pain scale from 1-10 it stays on about 6. Cannot get comfortable at night time to get good sleep. Stabbing pain when he tries to lift or turn.